Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 330 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return after pump restart. Customer states that the contacts on the battery cap was neither missing nor damaged. Customer states that the screen remains blank, but lights up. Customer also states that the text on the screen fades back in and takes a few seconds to start. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.